Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic/pelvic') in an adult female patient who had essure (ess205) (batch no. 12268332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), nausea ("nausea"), nervous system disorder ("neuro condit/prob"), visual impairment ("vision problems") and dry mouth ("dry mouth") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal surgery). Essure (ess205) was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia, dermatitis allergic, psychological trauma, cystitis, vaginal discharge, fatigue, alopecia, tooth disorder, nausea, nervous system disorder, visual impairment, weight increased and dry mouth outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dermatitis allergic, dry mouth, dysmenorrhoea, fatigue, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, vaginal discharge, visual impairment and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain: chronic/pelvic, dysmenorrhea (cramping), abdominal, bleeding: menorrhagia, metorhagia, allergy: rash/skin condition, psych injury, bladder/urinary problems: bladder infection, vag. Discharge, other injuries/symptoms: fatigue, hair loss, dental problems, nausea, nuero condit/problems, vision problems, weight gain. Discrepancy noted in insertion date- (B)(6) 2005. Lot number:12268332, manufacturing date: 2004/11, expiration date: 2006/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic/pelvic') in an adult female patient who had essure (ess205) (batch no. 12268332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test conducted: no". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), cystitis ("bladder infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), nausea ("nausea"), nervous system disorder ("neuro condit/prob"), visual impairment ("vision problems") and dry mouth ("dry mouth") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal surgery). Essure (ess205) was removed. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia, dermatitis allergic, psychological trauma, cystitis, vaginal discharge, fatigue, alopecia, tooth disorder, nausea, nervous system disorder, visual impairment, weight increased and dry mouth outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dermatitis allergic, dry mouth, dysmenorrhoea, fatigue, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, vaginal discharge, visual impairment and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain: chronic/pelvic, dysmenorrhea (cramping), abdominal, bleeding: menorrhagia, metorhagia, allergy: rash/skin condition, psych injury, bladder/urinary problems: bladder infection, vag. Discharge, other injuries/symptoms: fatigue, hair loss, dental problems, nausea, nuero condit/problems, vision problems, weight gain. Discrepancy noted in insertion date (B)(6) 2005. Lot number:12268332, manufacturing date:2004/11, expiration date:2006/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received- case was upgraded from non-serious incident to serious incident. Essure removal added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.